Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3186ml. The fill volume was 1900ml. Which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event and the patient did not report any symptoms of overfill. The patient has been seen since this event and has resumed therapy successfully. The writer notified the nurse of the probable cause found. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. A service history review revealed no previous service events related to the reported condition. Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain due to use error as the tidal ultrafiltration removal was set too low. Labeling review found labeling to be adequate for the use error identified in this event. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the patient received an alert that the high voltage lead impedance increased. Possible lead damage or loose setscrew.